Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: the software was outdated at version 3.10, the flicker on the monitor when scopes are plugged in was confirmed due to a faulty video connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite video system center had image issues with no error message. The processor will have a major digital flicker on the monitor when the visera cysto-nephro videoscope scopes are plugged in but not when the cysto-nephro videoscope is plugged in. The issue occurred during preparation for use, with no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the flickering images occurred due to the faulty video connector. Olympus will continue to monitor field performance for this device.